Manufacturer narrative:
(B)(4). The lead was surgically abandoned and the device remains active in the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal event. System evaluation noted elevated threshold measurements and loss of capture which resulted in asystole greater than two seconds on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.